Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the supply line of the homechoice cassette and the supply bag which resulted in a leak. This was observed during dwell one of peritoneal dialysis therapy. It was further reported that ¿solution leaked to the floor". Renal therapy services (rts) assisted the patient with ending the therapy session. The patient would continue therapy by manual exchange. There was no report of patient injury or medical intervention associated with this event. No additional information is available.